Manufacturer narrative:
The device has been returned to the local facility, but has not yet been received at the main office for evaluation. Once the device has been returned and investigated, a follow-up report will be submitted.

Event description:
The customer reported the device powers off by itself. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacuring narrative: other, other text: the returned device was evaluated. External visual inspection showed no damage. The device turned on using ac power but failed to power on using battery. When powered on the device was unable to obtain readings as shortly after powering up the screen goes blank and the device presents the 10 beeps error. Internal inspection showed one pogo pin on the system board would get stuck when pressed, and the battery was missing. Additionally the u21 chip on the system circuit board is faulty causing current leaks responsible for the 10 beeps error. A service history record review reveals that this unit was in the field for over five (5) years with no previous reported issues related to this reported event.

Event description:
The customer reported the device powers off by itself. No patient impact or consequences were reported.